Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 27-mar-2015: unsuccessful follow-up attempt to obtain primary reporter's contact information. Company causality comment: this non-medically confirmed spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a perforated uterus, collapsed lung and cellulitis. These events are serious due to medical importance. According to essure's reference safety information perforated uterus is listed while the other events are unlisted. Uterine perforation may occur with trans-cervical intrauterine procedure. With essure, uterine perforations may occur, most often during insertion. In this case, it is not clear when the perforation occurred. However, considering the nature of this event, a causal relationship with the suspect insert cannot be excluded. Given the pathophysiology of the events collapsed lungs and cellulitis and taking into consideration the device's local action in fallopian tubes, these events were considered unrelated to essure. This case has limited information. It was interpreted that the hysterectomy is an essure-related surgery. Therefore, this case was regarded as incident. The product technical analysis was unable to confirm any quality defect or device malfunction at this time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age (via social media website) in united states on (B)(4) 2014. Consumer had essure (fallopian tube occlusion insert) inserted. Additional information received on (B)(4)2014. Consumer reported that essure has ruined her life and states that she will tell her horror history. In addition consumer reported that she experienced cramping and she will have hysterectomy preoperative on (B)(4) 2014. Ptc investigation result was received on (B)(4)2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on (B)(4)2014 and (B)(4) 2014 from consumer via social media: she stated that she had insomnia again, perforated uterus, collapsed lung, 5 infections, cellulitis, 150 ml pus pocket and a hysterectomy. All events were considered essure problems. She also reported that her pain management doctor believes that essure should be pulled out of market. This case was upgraded to incident due to surgical intervention. Ptc investigation result received on (B)(4) 2014. Ptc global number (B)(4) final assessment: case upgraded to incident. Final rc updated to user letter 8. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed spontaneous report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had a perforated uterus, collapsed lung and cellulitis. These events are serious due to medical importance. According to essure's reference safety information perforated uterus is listed while the other events are unlisted. Uterine perforation may occur with trans-cervical intrauterine procedure. With essure, uterine perforations may occur, most often during insertion. In this case, it is not clear when the perforation occurred. However, considering the nature of this event, a causal relationship with the suspect insert cannot be excluded. Given the pathophysiology of the events collapsed lungs and cellulitis and taking into consideration the device's local action in fallopian tubes, these events were considered unrelated to essure. This case has limited information. It was interpreted that the hysterectomy is an essure-related surgery. Therefore, this case was regarded as incident. The product technical analysis was unable to confirm any quality defect or device malfunction at this time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. A perforation questionnaire follow up is being sought.